Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation involving an endo gia* universal roticulator* 45-4.8 single use loading unit and an endo gia* universal 12mm single use instrument subject to patient event reports captured under the following files: (B)(4). A review of the device history record for the loading unit indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture. This evaluation was based on a medical review of all the data received from the site and a pmv review of complaint trends. The clinically applied products were not available for analysis and were the subject of one patient event. Photographs were not received for analysis. The reported condition was confirmed; however, the root cause for the reported condition could not be reliably determined as the devices were not received for investigation and sufficient evidence was not provided to determine a potential root cause for this issue. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a vats lobectomy, a reload was fired onto the lung. The handle used with the reload was broken. Another reload was used but the last staples deployed were poorly formed. The staples were not in the ideal b formation. The surgeon did a leak test and noticed a minimal leak. The patient stayed at the hospital for two days. No other adverse events were reported.